Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor expired, dosing was stopped on the ilet, and the user experienced pairing failure to the ilet; an agent guided the user to insert and connect a new g7 sensor, which began warmup. Symptoms included no adverse clinical effects. Outcomes included no change in health status and continued use after guidance. Investigation included customer interview and troubleshooting education regarding sensor replacement and pairing steps. Investigation of this case revealed a communication or pairing failure between the cgm sensor and the ilet following sensor expiration, with successful reconnection after guided re-pairing and warmup. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use environment contributing to a transient pairing failure.